Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display and only concerned with this. Manufacturer received a voice-mail, so unable to speak with customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the voicemail a blood test was not reported to have been performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.